Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis one system. At the beginning of a procedure, a cover from the display ceiling suspension system fell and hit the patient. The procedure was continued and completed. Following the procedure, the patient was observed by the nursing team and did not present any complications. After observation, the patient was released on the same day. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be improper workmanship. Visual inspection showed that two buckles of the cover peeled off which led to unsatisfactory fixation of the cover assembly. The cover had been disassembled/reassembled several times in the past year for general service activities. It is assumed that the two missing buckles may have been broken during service activities but were undiscovered at that time. The cover assembly was replaced during service activities. Furthermore, the maintenance instructions will be optimized to detail the steps to further guide the service/installation personnel to ensure all the buckles of the cover are in good status before reassembling the cover. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.